Event description:
Customer reported when the alarm is selected to voice and tone, the voice portion does not sound. Customer did not provide the date of the event. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the alarm did not confirm the reported issue. Pre-recorded voice messages plays properly when the unit is set to voice and tone or voice mode. However, when the nurse call cable is plugged into the receptacle and the cable is moved, the nurse call light toggles on adn off at the test fixture. The nurse call receptacle's housing is loose. There are scuff marks on the front and back enclosures. Damages seen on the alarm may contribute to the issue found. This device has been in use for two years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).